Manufacturer narrative:
(B)(4).

Event description:
The consumer reported symptoms of constipation that began (B)(6) 2015. The patient thought it was from the antibiotics. After he stopped taking the antibiotics, the constipation went away. It was noted the patient was on program 2 at 2.7 volts. He was getting 50% or greater relief, but wanted to know if he should change the settings to get better relief. The patient had gotten up four times at night on (B)(6) 2015, three times on (B)(6) and four times on (B)(6). It was noted the patient sometimes felt "some things" and it felt like an ache. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.